Event description:
Handpiece lost cutting power in the beginning of procedure. All trouble shooting attempts failed, needed to use another kit.

Manufacturer narrative:
The unit was not returned for evaluation, possibly due to patient contact. It is not possible to verify an assignable cause for the product without evaluating the complaint product. Insufficient information for a complete investigation. The DHR for lot 08113-04 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08113-04. There were (B)(4) reported unit failures from this lot. This lot has a failure rate of (B)(4). No significant trend was observed.